Manufacturer narrative:
Sex/gender: unknown, not provided. Date of event: at the time of this report, the date of the event is unknown, was not provided. If implanted, give date: unknown, not provided. If explanted, give date: not applicable as to date the lens remains implanted. Phone number: (B)(6). All pertinent information available to the manufacturer has been submitted.

Event description:
It was reported that the customer experienced rotation issues with two (2) tecnis lenses. Following implant. The lens in the right eye of the patient rotated around 23 degrees as the initial placement was calculated at 97 degrees and postop outcome was 120 degrees. The lens in the left eye had a rotation of 11 degrees (from 77° to 88°), a reduction of -0.21dpt (astigmatism). It was reported that the patient is not scheduled for any secondary procedures for either eye. No further information was provided. Seat of iol: (initial lens placement), right eye (od): 97 degrees, left eye (os): 77 degrees. Refraction: post op, right eye: sphere -1.5 dpt cyl -1.5 a 75 degrees vcc = 1.0, left eye: sphere -2.0 dpt cyl -1.0 a 63 degrees vcc = 1.0. This MDR report is for the left eye (os). A separate report will be submitted for the right eye (od).

Manufacturer narrative:
Device evaluation the product testing was not performed as the complaint device was not returned for analysis; the intraocular lens remains implanted. The reported complaint cannot be verified. Manufacturing record review: manufacturing records were reviewed and the device was manufactured according to specification. A search on complaints revealed no similar complaints were received for this product order number to date. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Conclusion: based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.